Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of july 1, 2020, is used for the estimated date of event between july 2020 and may 2023. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: ramsy abdelghani "cone-beam computed tomography-guided shape-sensing robotic bronchoscopy vs. Electromagnetic navigation bronchoscopy for pulmonary nodules" division of pulmonary diseases, critical care, and environmental medicine, tulane university medical center, tulane university school of medicine, 1430 tulane avenue, new orleans, la 70112, USA., https://dx.doi.org/10.21037/jtd-24-178 block h6: imdrf patient code e0734 captures the reportable event of a pnuemothorax. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e0742 captures the reportable event of hypoxic respiratory failure. Imdrf patient code e233603 captures the reportable event of hemodynamic instability. Imdrf impact code f12 captures the reportable event of serious injury/illness/impairment.

Event description:
Boston scientific became aware of an event involving radial jaw 4 pulmonary biopsy forceps through the article titled, "cone-beam computed tomography-guided shape-sensing robotic bronchoscopy vs. Electromagnetic navigation bronchoscopy for pulmonary nodules", by ramsy abdelghani et. Al. Per the article, between july 2020 and may 2023, a study of 185 patients underwent electromagnetic navigation bronchoscopy with cbct (enb-cbct) or shape-sensing robotic-assisted bronchoscopy with cone-beam computed tomography (ssrab-cbct) for biopsy of pulmonary nodules. Tissue samples were obtained using a radial jaw 4 pulmonary biopsy forceps. In both groups, the following occurred with the study of patients: pneumothorax, bleeding, hypoxic respiratory failure, and hemodynamic instability please see the reference article for full details.